Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the reported cause of the event was the patient¿s severe tortuosity and moderate calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
The sheath was successfully entered in the patient but there were difficulties advancing the delivery system with valve through the sheath. The delivery system and sheath were removed as one unit percutaneously over the wire. Once the system was removed a new 14fr sheath was inserted over the wire with adequate hemostasis. Once the sheath was in place 3 covered stents were placed from the external iliac down to the top of the femoral head. Then a cut down was performed to patch the rfa. Perceived root cause was reported as patient tortuosity (severe) and calcification (moderate) of iliac.

Manufacturer narrative:
Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint of "sheath shaft - resistance with delivery system through sheath" was unable to be confirmed. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The lot number was not provided therefore a device history review and lot history review cannot be performed. No instructions for use or training deficiencies were identified. A review of the complaint history reveals that the occurrence rate for sheath shaft - resistance with delivery system does not exceed the august 2016 control limits for this trend category (resistance between devices). As part of the manufacturing process this esheath device was 100% inspected by both manufacturing and quality. Visual inspection of the shaft for seam and stopcock orientation; as well as visually inspect shaft for defects such as; wrinkles, scratches, kinks, or bends, circumferential oriented defects, protruding or missing material, dents, and cuts, cross linking of hdpe (blue) across liner (clear), strain relief for holes, tears, and wrinkles, witness lines with exposed ptfe liner, presence of c-marker band, shaft and reject if remnant lines (white lines) are present, seam separation, stress lines in the liner, notches on the bottom side of the liner when holding the housing in the left hand, tip for string flash not smooth transition, and damage, delamination, the tip for holes or tears on soft tip, tip for presence of scoring and proper scoring on the od and ID and verify shaft od, distal tip ID, working length, coating, and strain relief length. During product verification (pv) testing each manufacturing lot undergoes the following inspections/tests on a sampling plan. All samples must pass the following inspections prior to release of a lot: seam visual inspection, shaft expander insertion force and post-expansion seam verification. Also, the commander flex tip outer diameter (which would be the largest od going through the sheath) is 100% inspected to ensure correct dimensions. The inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. During delivery system insertion through esheath, insertion forces can vary due to several patient/procedural related factors such as sub-optimal insertion/placement angle of the sheath into the patient (due to patient's anatomy), thv size, vessel diameter, tortuosity and degree of calcification. The complaint description states, "perceived root cause was reported as patient tortuosity (severe) and calcification (moderate) of iliac artery." This information suggests that presence of severe tortuosity and moderate calcification in the access vessel may have potentially created a difficult pathway to advance the delivery system through sheath. Other procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, and incomplete advancement of the loader may put extra strain on the device, resulting in difficulty inserting the delivery system through the sheath and contributing to resistance observed. A true root cause cannot be determined at this time based on available information and investigational results. Available information suggests the likely root cause for the femoral artery dissection and the difficulty with insertion of the devices observed was patient vessel calcification/tortuosity. No corrective or preventive actions are required at this time.